Event description:
Additional information received indicated the event was resolved by choosing a new vector.

Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During initial implant, the guidewire had difficulty being removed from the left ventricular (lv) lead which resulted in a clinically significant prolongation of the procedure. Furthermore, high pacing impedance was noted on the lv lead. The lv lead remains implanted after the lead was flushed. No further intervention was performed. The patient was stable.